Manufacturer narrative:
Customer complaint report attached. Investigation reported will be submitted in the follow up report.

Event description:
The incident report contained the following information: during the btk case, dr. Tried to use victory 14 wire. It was cto lesion and he wanted to place the wire to the lesion. He tried several times to penetrate cto lesion using victory 14, but it didn't penetrate the lesion. So, he used another device.

Manufacturer narrative:
The incident report and complaint dialog contain information that the victory 14, 18g, guidewire was unable to cross the chronic totally occluded (cto), severely calcified and moderately tortuous lesion in the anterior tibial artery (ata) during the below the knee (btk) procedure. The physician experienced resistance while trying to penetrate the lesion several times with no success. The customer was asked by lake region medical to provide information if they attempted to use a higher gram tip load or higher diameter guidewire to attempt to cross the lesion (e.g. Victory 014 25g or victory 018 30g). The customer responded that the answer to this question is unknown. The physician used the other device to complete the procedure. It is unknown what device was used to complete the procedure. The device was not returned for investigation and the fluoroscopy images were not available for review so lake region medical cannot fully investigate the issue. However, the complaint dialog contained information that upon removal of the guidewire, the kink was noticed on the guidewire distal tip. This could have affected the guidewire ability of penetrating the occluded lesion. It is suspected that the guidewire was kinked while the physician was trying to cross the lesion. The dfu instructs to inspect the guidewire for any surface irregularities, bends or kinks prior to use and warns not to use any damage and/or irregular guidewire. The complaint dialog contained information that the patient condition is stable. There was no significant clinical delay as a result of the incident. The "unable to cross lesion" failure mode is an acknowledged and well documented risk of using the guidewire. As per design fmea, one of the causes of this failure mode might be difficulty and potential impossibility to cross vessel lesion regardless of the guidewire design. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident. The device lot history records has shown that there were no anomalies or non-conformances raised that could have contributed to this failure mode. It cannot be concluded what was the root cause of the failure. However, based on the information provided above, it is suspected that the issue was due to the patient's anatomy. The chronic total occlusion is difficult challenge for the guidewire. The review of the design fmea was carried out and this has indicated that the risk was included and that current controls are considered sufficient. No further risk mitigation activities are deemed to be necessary at this time. Based on the documentation review and conclusion outlined above, no further action is warranted at this time. Lake region medical will continue to monitor post-market activity of the device to determine if any adverse trends are noted.

Event description:
The incident report contained the following information: during the btk case, dr. Tried to use use victory 14 wire. It was cto lesion and he wanted to place the wire to the lesion. He tried several times to penetrate cto lesion using victory 14, but it didnt penetrate the lesion. So, he used another device.